Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the customer reported that the patient who had a endovascular thoraco/abdominal aneurysm repair with thoracic stenting developed paraplegia about 3 hours after the procedure was completed. She had a spinal drain inserted early this am, but remains paralyzed. The rep added there is no reported issues with the stent grafts that were implanted and this is a procedural complication of a thoracoabdominal operation. Patient outcome: the patient developed paraplegia about 3 hours post procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: a 73-year-old female patient, who had an endovascular thoracoabdomal aneursym repair with a zta-p-36-161 (complaint device), a zta-pt-38-34-167, a tbranch-34-18-202 and a zlbe-24-58 developed paraplegia about 3 hours post procedure. The patient had a spinal drain inserted but remains paralyzed. It was reported that there are no reported issues with the stent grafts, and this is a procedural complication of a thoracoabdominal operation. The complication was considered more as an adverse event associated with the type of procedure considering that the grafts covered from the aortic arch down to the aortic bifurcation. There were no issues reported with the stent grafts. There were no other procedures post the paraplegia or any other adverse events reported. This complaint covers 2 devices from the same sub-category. Only a single preoperative CT was provided. This was reviewed by an imaging expert. At 3 days postop, the patient developed paraplegia based on the physician report. This cannot be confirmed from the imaging provided. Per instructions for use, paraplegia is listed as a known potential adverse event for any aortic endograft procedures. Based on the reported information the cause of the paraplegia cannot be established. However, it is likely that it is related to procedure. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device, why the event is assessed to be a side effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.